Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer addressed both the occlusions alarms and elevated blood glucose with a pump supply change. The customer successfully resumed insulin therapy. Reportedly, the customer used the cartridge for over 72 hours, tandem support educated the customer of proper cartridge usage for their mobi pump.